Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. Prior to sensor insertion the area was prepped with soap and water. On approximately (B)(6) 2025, the patient developed redness, pimples (bumps), and an infection at the needle puncture site and decided to remove the sensor early. On (B)(6) 2025, the patient physician who prescribed an unspecified oral antibiotic medication for the infection. No diagnostic testing was reported. At the time of the report, the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.